Event description:
Event description guidant received information that this pacemaker at a follow-up visit could not be interrogated. The device is included in the hermetic seal advisory. The patient was admitted for a device change-out procedure the next day. The patient had no adverse effects, he was in a normal sinus rhythm.